Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp had a patient who had an ins placed at their facility 3 years ago and could not find their external device for programming. The hcp reported that the patient was having increased incontinence with incomplete emptying and was frustrated. The hcp noted they were hoping they could help the patient obtain a replacement programming device. No further complications were reported.